Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that when the touchscreen failed calibration, this caused the screen to lock and the unit would not power on or off unless the battery or ac power was removed. The fse replaced the touchscreen and the power issues were resolved.

Event description:
It was reported that the unit would only power up in diagnostic mode and the "select" switch was sticky. There was no patient involvement. Event date not specified; estimate used.